Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to claim no vibration on (B)(6) 2014. No medical intervention or injuries were reported. Additionally, during the call, dexcom technical support advised patient to test the alert functionality and reported audio alerts were functional, but device did not vibrate.

Manufacturer narrative:
(B)(4). The returned complaint device was visually inspected and found no observations related to the complaint. The receiver data log was reviewed and no errors were observed. Device failed function testing. Customer complaint is confirmed. However, a root cause could not be determined.